Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of unknown age who underwent breast prosthesis implantation surgery with two 500cc mentor memorygel breast implants, suffered left breast capsular contracture; baker grade unknown, post-operatively. Left breast is sitting higher than the right breast. The capsular contracture was diagnosed via virtual consultation with a medical professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On january 26, 2021, mentor received the following additional information: (I)the patient's capsular contracture was actually on the right breast and it was baker grade iii. The right side breast implant serial number has been populated. (2)the patient underwent implant explantation on (B)(6) 2021. (I)the suspect medical device was discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating that the patient also had a removal surgery on (B)(6) 2020, where the doctor removed and reused the same implant. In addition, the patient is also experiencing an infection. Per mentor IFU for gel implants, these devices are not intended for reuse, so this will be reported as an off-label use. On (B)(6) 2021, mentor also became aware that the left device was also removed and reused during the surgical intervention in (B)(6) 2020. Left breast implant complications will be reported under mrn: 1645337-2021-02288. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.